Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging a product usability issue that she was unable to set up her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began on (B)(6) 2016, in the morning. The patient detailed that she was unable to set up the lancer. The patient denies taking any medication to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient stated that 1 day after the alleged issue started she developed the symptoms of dizziness, sweating and a loss of appetite&#56224;the patient denied receiving any treatment. The alleged product issue was resolved with trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.